Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that he went to swim with his pump on. The blood glucose reading at the time of the call was 126mg/dl. The customer stated that water is coming out of the insulin pump when pressing the buttons. No further info was provided.